Manufacturer narrative:
Manufacturer narrative: one ias5-120lp returned opened in unoriginal packaging with original packaging. The lot number found on the returned original packaging is 202105255. A visual inspection found the outer serrated cannula had cracked and detached from the trocar. There was tissue and fluids lodged in the serrated cannula. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-120lp, was being used during a robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-hysterectomy, lysis of adhesions and mini-laparotomy on (B)(6) 2021 when it was reported ¿airseal access port 5, 120 length broke inside the patient at the end of the case. Could not gather more information. Patient is ok but they wanted to report it. They will try to send photos if we need them and more information about how it happened.¿ upon sending further assessment questions, it was found that the procedure was completed with a 5-minute delay and that the broken component had been removed from the patient¿s abdomen using a hemostat. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional FDA product code: gcj. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-120lp, was being used during a robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-hysterectomy, lysis of adhesions and mini-laparotomy on (B)(6) 2021 when it was reported ¿airseal access port 5, 120 length broke inside the patient at the end of the case. Could not gather more information. Patient is ok but they wanted to report it. They will try to send photos if we need them and more information about how it happened.¿ upon sending further assessment questions, it was found that the procedure was completed with a 5-minute delay and that the broken component had been removed from the patient¿s abdomen using a hemostat. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.